Event description:
It was reported that this system exhibited an increase in pacing impedance measurements, low amplitudes, oversensing with pacing inhibition and no capture on the left ventricular (lv) channel. Sensing was programmed off. A possible lead issue is suspected. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).